Event description:
Customer reported the sys is displaying a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the filament driver board. System operates as intended.